Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were removal difficulties. The 100% stenosed lesion being treated was located in the left anterior descending artery. The physician experienced resistance inserting and removing guidewires through a crossboss catheter. Upon removal of a non-bsc guidewire, the resistance between the guidewire and catheter caused the shaft of the crossboss to bunch up. Additionally, the guidewire unraveled and piece of it remained in the catheter. The crossboss was successfully removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: there were multiple kinks throughout the proximal hytrel shaft. There was a 6mm longitudinal tear in the outer shaft 11mm from the distal end of the proximal hytrel shaft. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that there were removal difficulties. The 100% stenosed lesion being treated was located in the left anterior descending artery. The physician experienced resistance inserting and removing guidewires through a crossboss catheter. Upon removal of a non-bsc guidewire, the resistance between the guidewire and catheter caused the shaft of the crossboss to bunch up. Additionally, the guidewire unraveled and piece of it remained in the catheter. The crossboss was successfully removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.